Manufacturer narrative:
Device evaluation: the patient remains on lvad support. A correlation between the device and the reported gastrointestinal event could not be conclusively determined. Bleeding and infection (driveline, local and pump pocket) are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 34 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was readmitted from clinic due to worsening fatigue and shortness of breath (sob). Inr was 2.6 and had been above 3 the week prior. Upon admission hemoglobin (hgb) was 7. Capsule endoscopy and then push enteroscopy found bleeding arteriovenous malformation (avm) in the jejunum. Avm was treated with hemoclips and epi injection. The patient was transfused total of 5 units packed red blood cells (prbcs) during admission. The patient was discharged on (B)(6) 2018. Additional information was not provided.